Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, insulin came out of the tubing very slowly. The user woke up with a blood glucose (bg) level in the 400's (mg/dl) and the bg level was addressed with a bolus. Reportedly, the user successfully retightened the luer lock connection and resumed insulin delivery.